Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a revision procedure due to lead fracture. Additional information from the field representative indicated the fracture was secondary to a fall not related to the device. Noise and loss of capture were also observed prior to the lead being surgically abandoned. No additional adverse patient effects were reported.